Event description:
The customer contact reported difficulty regulating flow; subsequently, the pt received more IV fluid than intended. The tubing set was being used to deliver 1l of lactated ringers. The cair clamp was being used to regulate the flow rate. The nurse reported 15 to 20 minutes after the delivery was started, the solution container was found empty. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device info letter dated september 20, 2007.